Event description:
It was reported that during a lead revision procedure, left ventricular lead dislodgement was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.